Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that when the programmer was turned on, it gave the message that the pacemaker was in back-up mode a.